Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 271mg/dl which was treated with bolus correction and customer¿s current blood glucose was 260mg/dl. Customer does not want to continue troubleshoot. Further customer reports that blood glucose went down to 37mg/dl which was low and insulin pump alarmed for pump system error but insulin pump was able to complete rewind. Customer's current blood glucose was 151mg/dl. Customer advised to monitor the pump and call back if issue occur again. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomalies noted. Formatted history file confirmed the critical block and inverse critical block did not add to zero error and the motor arm cannot communicate with the main arm error due to software error. Device received with minor scratched display window, case and keypad overlay.